Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that balloon ruptured at 10atm during the first dilation. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure.